Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that insulin pump had keypad and display anomaly. Customer stated that the buttons of insulin pump had to press few times to respond every now and then. Customer stated that the screen of insulin pump was hard to read in sunlight. Customer stated that the insulin pump had cosmetic damage. No harm requiring medical intervention was reported.

Manufacturer narrative:
Retainer ring = black customer returned insulin pump for an alleged missing segments/partial display, backlight anomaly, unresponsive keypad, and cosmetic damage (damaged insulin pump) found on 02/16/2022. The insulin pump passed the displacement test and self test. No missing segments/partial display nor backlight anomaly noted during testing. Successfully downloaded history files and traces using thus. Insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. No stuck key alarm found in the history files or traces. Insulin pump passed the keypad voltage test. The following were noted during visual inspection: scratched case, cracked keypad overlay, cracked case on battery tube, and pillowing keypad overlay. In summary, customer allegation for cosmetic damage (damaged insulin pump) was confirmed during visual inspection where scratched case, cracked keypad overlay, cracked case on battery tube, and pillowing keypad overlay was noted. Customer allegation of missing segments/partial display was not confirmed. Customer allegation of backlight anomaly was not confirmed. Stuck button alarm did not occur during testing and was not found in the history file. Stuck button alarm not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.